Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 120 mg/dl. Reportedly the customer was able to successfully prime the tubing to remove the air bubbles. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to successfully fill the existing cartridge with the existing needle.